Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 345 mg/dl at the time of the incident. The insulin pump was exposed moisture. The customer was assisted with troubleshooting. Customer states that drive support cap was normal, insulin vial was clear. The insulin pump will be returned for analysis.